Manufacturer narrative:
Date sent to the FDA: 4/23/2025. D4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2023 during which the surgeon noted dense adhesions near the umbilicus from his previous hernia surgery. These were tediously taken down until the entire small bowel could be run. At the ileocecal valve, there was an obstruction with an associated mass at the mesenteric border. This area of the small bowel was resected for a distance of approximately 12 inches of small bowel. It was reported that the patient experienced severe pain, small bowel obstruction with resectioning, and adhesions. No other information was provided.